Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. Additionally, two photographs were also submitted by the complainant for review. No additional information was observed in the photographs which changed the conclusion of the investigation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 5 cm and 6 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed split; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. Additionally, the customer reported missing depth markers. A gross visual inspection of the returned unit found that the depth markers between the 2 cm and 7 cm depth markers had varying degrees of the print missing. This location matched with the area where the flexural fatigue related tear had been identified, indicating that the same material wear conditions that contributed to the flex fatigue likely caused the wear on the print markers. Therefore, the missing depth markers is a cascading failure of the flexural fatigue tear. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2025, the patient experienced pain when flushing the catheter and swelling appeared above the insertion site after flushing. An x-ray showed the line was defective. PICC was removed on (B)(6) 2025 and a hole was visible in the catheter at about 7cm from the hub. A new catheter was placed in a timely manner preventing a delay in treatment. There was no serious patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.